Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a follow-up clinic visit, upon interrogation no capture was noted on the left ventricular lead. Threshold testing was performed and a total loss of left ventricular capture was observed. Lead dislodgement was confirmed via x-ray image. It is believed that the suture sleeve was possibly disturbed causing the lead to dislodge during the previous device replacement procedure. During the procedure to have the left ventricular lead replaced, physician observed insulation breach on the atrial lead. Both the left ventricular and atrial leads were capped and replaced with competitor leads on (B)(6) 2018. Patient was stable during and after the procedure and tolerated the procedure fine.